Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported the patient told them their system "didn't work," and had been turned off. No patient symptoms were reported. Relevant medical history includes post-laminectomy pain. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient told the hcp that the system was non-functional and not on anymore. The hcp didn't know whether this was due to battery depletion or some other reason. The patient no longer had a patient programmer. The hcp was provided with the phone number to page a manufacturer representative in case they wanted to confirm that the ins was "off" due to end of life of the ins. No symptoms were reported. No further complications were reported/anticipated.